Event description:
The ventilator was connected to a pt when the customer reports that the ventilator delivered 20cm h20 of peep when the peep was set to 5. There was no pt injury. The alarm status is unknown.